Manufacturer narrative:
(B)(4): eval, results and conclusions: pending device analysis.

Event description:
An aneurx stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm approximately 51 months ago. Aneurysm and vessel morphology from the time of implant and at the time of the explant procedure were not provided. It was reported that the stent graft was explanted because the proximal stent ring came apart. The pt is fine. The device has been received and its analysis is pending.